Manufacturer narrative:
Explanted date: not applicable; device remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Female patient reported she is experiencing ''shimmering'' in both eyes, especially during daylight in bright sun conditions since being implanted with a tecnis multifocal zmb00 20.50 intraocular lens (iol). Wearing sunglasses improves it. Sometimes it is better in the evening hours. The iol has been implanted more than one year. She finds her visual acuity good, but the shimmering is ''annoying'' and prevents her from reading books because it makes her want to close her eyes. She continues to see halos while driving at night. She is able to drive and conduct her normal activities. She has not received any medication or secondary procedure from her health care professional to treat her condition. This report is for her left eye. A separate report is filed for her right eye.